Event description:
It was reported that the guidewire remained jammed in the dilatation catheter. It was impossible to remove the catheter, as it was deformed. The balloon of the catheter could not be deflated. The user had to force to remove the catheter and that is why there were numerous hemostat marks on the shaft.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. One xt catheter was received for evaluation. There was no guide wire, introducer or original packaging returned with the sample. Upon initial inspection of the catheter it was observed that the shaft was severely twisted and accordioned in two locations. It is not known when this shaft damage occurred. There was also a flattened spot on the shaft approximately 22.8cm from the distal tip and was approximately 2mm in length. There were also numerous, what appeared to be hemostat marks, along the shaft of the catheter. The balloon appeared intact, except the material that was bunched up in the area where the shaft was damaged underneath the balloon. A .035 inch guide wire was inserted with moderate force. The balloon was inflated to rbp (rated burst pressure) 10 atm and no leaks were detected. A vacuum was drawn and the balloon was deflated. Again the balloon was inflated to 10atm, a vacuum was drawn and the inflation and deflation were timed. The balloon fully inflated and deflated within specifications. The guide wire was removed with little resistance. The results of the investigation are unconfirmed; the problem could not be reproduced.